Manufacturer narrative:
At this time a valid serial number has not been provided. The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who provided an unspecified IV injection as treatment for the diagnosis of hypoglycemia. The hcp obtained a blood glucose reading of 16 mg/dl before treatment and 148 mg/dl after treatment on a hcp meter. There was no report of death or permanent impairment associated with this event.